Manufacturer narrative:
Evaluation summary: neither operative notes nor x-rays are available for review. Attempts have been made to obtain additional info however no info has been received to date. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. Cause cannot be definitively determined. Evaluation: review of the device history records was not possible as the product and lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.

Event description:
It is reported, the pt was revised due to the pt feeling like the hip was "subluxing."